Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump keeps having low battery alert less than a week. Troubleshooting was performed. Customer did not recall blood glucose at the time of incident. The battery was changed. The product will be returning for analysis.

Manufacturer narrative:
The aware date provided with the initial report was incorrect. The correct date has been provided with this report.

Manufacturer narrative:
Device passed displacement test, self test,unexpected restart error test, off no power test and all operating currents tested within the specific range. (B)(4).